Event description:
On (B)(6) 2018, my left breast implant surrounding filled with fluid. I went to plastic surgeon on (B)(6) and he had no idea why and ordered an MRI which showed a seroma. I had a drain put in on (B)(6) by radiologist, and they sent in some fluid to be tested for bia-alcl per my request but felt no need to do so because it was so rare. It came back suspicious for bia alcl and lab recommended implant removal and total capsulectomy. They took the drain out on (B)(6) 2018 and told me I was fine. On (B)(6) 2018 I went into septic shock and had 7 bags of IV fluids pushed into me before I could make an ambulance ride from the ER to a hosp ICU as I was in critical condition. Upon arriving to the ICU, I had 3 drs waiting to evaluate me and they called the plastic surgeon in at 8 pm for emergency surgery to remove my left breast implant which was causing my infection after putting a central line in my neck to start multiple IV antibiotics. They did surgery at 9 pm and removed the implant and only 4 sections of my capsule to test instead of the entire capsule as recommended because he was not familiar with bia-alcl. I was very upset as now I thought if I have it, the cancer is spreading everywhere. On (B)(6) my pathology report came back confirming I have bia-alcl. I was still in the hosp for that entire week extremely sick with two bacterial infections now. My family decided to call (B)(6), as we were told I was the first case diagnosed in (B)(6) and not one dr here was familiar with this because it's so rare. No drs could give us any answers on it. I was scared to death as I thought I was going to die as I already had bilateral cancer in 2012 with bilateral mastectomies. I spent 2 1/2 weeks at (B)(6) who had only seen two cases before and one did not survive. They were not familiar with it either. Pretty scary when you go to the best hosp and you hear this. As my left side where the implant was removed began to fill up with fluid again I begged the surgeon who couldn't get me in until (B)(6) for surgery to please fit me in her schedule. She did and I had surgery on (B)(6) after a pet scan on (B)(6) showed multiple lymph nodes and my chest wall lighting up. She removed the rest of the left capsule, the right implant with capsule, two nodes, and part of my rib. I spent the night in the hosp and went home the next day. So far these path reports have come back negative, so I will see dr in 3 months and also have a pet scan. Two days ago, I returned to (B)(6) due to my left side filling up with fluid again. The dr and radiologist recommended aspiration so it was done. I now am on bed rest again for two more weeks. (B)(6) is 5 1/2 hours drive each way from our home and we have been there 4 times in 4 weeks now due to no education on this anywhere here. I was told these implants were top of the line in 2014 when they put them in. In 2016, I had fluid and an MRI but plastic surgeon said just leave alone and fluid will subside on its own. I wonder how long have I really had this lymphoma because my dr felt it was nothing. I reported itching on my implants constantly to my drs and they said, use hydrocortisone. I told them I was fatigued and had pain in my legs and upper arm. Nothing done. Why? Now I have a rare lymphoma that could possibly spread to the rest of my body. This is not right.